Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is exhibiting an increase in thresholds and loss of capture (loc). The device remain in service. No adverse patient effects were reported.